Manufacturer narrative:
The investigation concluded the system performed as specified. The dilution was marked correctly for every sample. A flag indicated that the results were below measuring range. Additional information was not provided for further investigation.

Event description:
The customer alleged the analyzer made inappropriate dilutions on the troponin t stat (short turn around time), cardiac t (tnt) assay. Data were provided for 17 tnt tests performed on (B)(6) 2012. Of these 17 tests, the analyzer performed the dilution on 5 samples. For the 5 diluted samples, the analyzer performed the dilution on the initial run of the test. The customer stated they had not programmed the analyzer to perform the dilutions. All 5 of these tests produced results of 1.00< ng/ml with a data flag. Repeat data were provided for 4 of the 5 samples. Repeat testing was performed on an e601 analyzer with serial number (B)(4). The repeat in each case was < 0.01 ng/ml. The customer stated no erroneous results were reported outside the laboratory. There were no adverse events. The tnt reagent lot number was 16887901, with an expiration date of 08/31/2013. The field service representative was unable to determine a cause. He took no remedial action. As of (B)(6) 2012, the customer stated there had been no new occurrences of the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.